Event description:
It was reported that the merlin.net transmitter was struck my lightning. The device was completely charred. The device was returned and exchanged.

Manufacturer narrative:
Final analysis found burnt components on the main circuit board. High current flow through the telephone line had caused the burnt marks on the board.